Manufacturer narrative:
The field service engineer (fse) was on-site from (B)(4) 2008 to (B)(4) 2008 investigating the event. The fse performed system check which passed within spec. Also, the fse performed a high sensitivity (hs) system check and the foam portion of the procedure failed. The fse checked the aspirate probe performance which resulted with different rates. The fse replaced the aspirate probe peri-pump tubing. The fse checked the aspirate probe performance and the results were normal. The fse then reran hs system check and the no foam portion failed. The fse replaced the outer mixer spinners and noted that the substrate probe is rubbing the mixer spinner. The substrate probe was replaced and an adjustment was performed on the luminometer. The fse performed a system check and substrate portion failed. The fse ran 160 replicates of lumblank. The fse replaced the substrate pump and performed substrate decontamination. The fse accidentally broke right substrate straw while performing decontamination. The fse returned to the customer site on 08/25/2008 to replace the right substrate probe that was broken from the previous week. The fse primed the system 30 times and ran 20 replicates of lumblank. The fse verified the instrument per established procedures and results met published performance specs. Hardware is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) result generated on the unicel dxi 800 access immunoassay system. The customer re-ran the samples on a different instrument and the results were negative. The initial erroneously elevated result was reported outside the lab. The pt was already admitted to the hosp and transferred to the cardiac care unit from the surgical floor due to the elevated accutni result. No further info is available relating to any further treatment or care. It is therefore unk if any further treatment or care was provided as a result of the hospitalization.